Event description:
It was reported that the pt complained about being no longer able to hear with her audio processor. The pt is fitted bilaterally with a vibrant soundbridge and, was therefore able to check if the problem is related to her ap or not. She was seen by a med-el specialist in 2009. The ap was checked, and found to be functioning properly. Audiometric testing was performed unaided and with ap. There was no difference between the two measurements. The pt expressed the desire to be re-implanted, probably during summer 2009.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.